Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and slices was observed on the fantail and by the transition joint of the large and small tubing. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wire by the transition joint of the large and small tubing. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode caused the impedance value of a channel to be out of range. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is believed to be attributed to a short from a power node to case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog chip integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and slices was observed on the fantail and by the transition joint of the large and small tubing. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wire by the transition joint of the large and small tubing. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is believed to be attributed to a short from a power node to case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog chip integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing overly loud sound. Device testing could not be performed due to the recipient not able to tolerate. External equipment was reviewed with no abnormalities and programming adjustments were made; however, the issue did not resolve.